Manufacturer narrative:
The quality investigation is complete.

Event description:
The manufacturer service technician reported that the blade was broken off inside the saw, while it was being serviced at the manufacturer. There were no adverse consequences as a result of this event.